Manufacturer narrative:
The last calibration performed on (B)(6) 2022 was ok and there were no alarms. The customer stated that quality controls were within the customer's established ranges. There is no indication of a reagent performance issue. Upon review of the alarm trace, abnormal aspiration, reagent short, cell skip, and low system reagent alarms occurred near the time of the event. An abnormal aspiration alarm is an indication of possible poor sample quality. The field service engineer determined that the cuvettes were overflowing at a rinse station nozzle. The rinse water volumes were adjusted. Operational and mechanical checks passed. The customer ran calibration and controls; all values were within the customer's specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c (701) module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 5.7 mg/dl. Since the initial value was a critical value, the sample was repeated, resulting in a value of 9.2 mg/dl. The sample was also repeated on a second analyzer, resulting in a value of 9.3 mg/dl. The 9.3 mg/dl value was deemed correct. The calcium reagent lot number was 589595. The reagent expiration date was requested, but not provided.